Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported after using the aligners they developed severe and painful tmj. After week two the tmj was so bad they removed the aligners and gave up on treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.